Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that about ten months post implant there the right atrial (ra) lead was reported to have high thresholds and poor sensing. The ra lead was repositioned and remains in use. Additionally, it was reported that during the ra revision the right ventricular (rv) lead had very small r-waves. Micro-dislodgement of the rv lead was suspected. The rv lead was attempted to be repositioned, but the physician was unable to get a good spot/numbers due to patient anatomy. The rv lead was removed and a new rv lead was implanted instead. No patient complications have been reported as a result of this event.